Event description:
The device was used during a colporraphy procedure. Reportedly, the needle broke. The surgeon converted to a laparotomy to retrieve the component. The hospital has reported the pt's condition is satisfactory.